Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was hospitalized with high blood glucose on 1600 mg/dl. He is in a rehab facility and did not have the insulin pump with him. Customer stated that he went home sick from work the day before; he was nauseous and vomiting. His boss called his house because he didn't show up to work the next day, he then called his mother and she sent her boyfriend who found him unconscious in a puddle of vomit. The paramedics were called and the customer had to get shock treatment and be intubated. He was taken to the intensive care unit with diabetic ketoacidosis and cardiac arrest. Customer was dead for 4 minutes and had kidney failure. He had to go through half of dozen of dialysis and the kidney function came back. He was wearing the insulin pump at the time of the incident. The endocrinologist uploaded the information and it showed the device turned off on (B)(6) 2014. He does not feel comfortable with the insulin pump and requested a replacement. Nothing further reported.